Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that when asked what date the implantable neurostimulator (ins) would be removed, the patient reported "n/a". The patient stated that no actions would be taken at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-feb-10: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned they saw on tv that bladder incontinence could be associated with spinal cord stimulator and asked if that was true. Agent reviewed possible adverse events labeling in manual. Agent asked, patient confirmed they were experiencing bladder incontinence. Agent asked event date, patient said for a while and said they didn't piece it together until they saw the ad on tv. The patient was redirected to a healthcare provider to further address the issue. 2025-mar-31: additional information was received from the patient. The cause of the incontinence was the scs implant, and the patient planned to remove the implant.